Manufacturer narrative:
Pump passed the self test and displacement test. No moisture damage was found on the electronic assembly / motor / force sensor / keypad assembly during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump was under delivery. The blood glucose level was 350 mg/dl at the time of incident. The current blood glucose was 248 mg/dl. Customer treated with insulin pump. Customer alleging the insulin pump because customer was experiencing unexplained high blood glucose. The product will return for the analysis.